Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to resecure the fiber port on the patient cart. The fse was only given access to the patient cart out in the hallway, so it was not possible to do a system verification.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report the blue fiber cable and port was pulled out from the back of the psc and they had a 252 nonrecoverable fault. Customer was getting another psc to complete the case. The procedure was converted to another dv system with no reported injury.